Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity, cancer. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity, cancer. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation an unknown contaminate was observed on the top cover. A small nick in the plastic was observed on the top cover. A dried liquid spot was observed on the side of the top cover. Dust-like contamination was observed on the right side cover, in the air inlet, on and under the blower cap, on the iso port, on and in the blower motor, in the base of, and under the blower housing, along the airpath on the sound abatement foam, and around the walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated